Manufacturer narrative:
Article citation: ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicentre, randomised, controlled trial¿ by rieky e g dikmans, vera l negenborn, mark-bram bouman, hay a h winters, jos w r twisk, p quinten ruhé, marc a m mureau, jan maerten smit, stefania tuinder, yassir eltahir, nicole a posch, josephina m van steveninck-barends, marleen a meesters-caberg, rené r w j van der hulst, marco j p f ritt, margriet g mullender, published in the lancet oncology online on 12/21/2016. It is not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up is being performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The event of burn is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time.

Event description:
Article, ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicenter, randomised controlled study¿ reports one breast with adverse event of burn wound, grade 1-2. This patient was implanted with two-stage implant based breast reconstruction (ibbr). Device information is unknown, but article reports ¿all patients received allergan implants.¿ as two-stage implant based breast reconstruction consists of implant of a tissue expander and a breast implant and implant dates are unknown as well as date of onset, it is unknown if this adverse event is reported against a tissue expander or a breast implant. Article table reports that reoperation for reason of ¿excision of burn wound¿ was performed in one case within the two-stage ibbr group. Side is unknown.